Manufacturer narrative:
Product event summary: manufacturer's analysis confirmed the customer comment that the external pulse generator's (epg) output connectors needed repair. It was indicated that the atrial output connector was pushed inside the device and the nut was missing. It was also indicated that the ventricular connector nut was loose. It was also indicated that the display wires were pinched but the insulation was not compromised. It was also indicated that the plugs were not flush with the case. These parts were replaced and the epg passed final functional and system tests.

Event description:
It was reported that the external pulse generator (epg) needed the output connectors repaired. The epg was returned for service. There was no patient involvement.